Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment, failure to deflate, and difficulty to remove could not be definitively determined based on the information available. There was no patient harm reported.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery (sfa) and popliteal artery. The balloon was inflated at 4 atm and a total of 90 ivl pulses were delivered. However, the physician was unable to deflate the balloon between ivl cycles. The balloon was pulled into the sheath and subsequently burst. The balloon shaft was removed, leaving the plastic within the tip of the sheath. The physician then went negative on the sheath side port and pulled the broken balloon out. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.